Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited corrosion inside the nozzle pipe and foreign matter adhered to the objective lens surface. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the inside of the nozzle was corroded due to the cleaning solution (strong acidic water), some oxidizer. It was confirmed that minute chlorine component and chlorine gas from the chemicals in the reprocessor used at the subject facility have repeatedly penetrated through the switch rubber, with the chemical reaction, causing the printed circuit board in the scope connector and the control section to corrode. Whereas, it is likely the malfunction of foreign material adhered to the surface of the objective lens was due to physical breakage, the foreign material could not be removed even with the correct reprocessing. However, a definite root cause that led to these malfunctions could not be determined. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. The instruction manual states the inspection method associated with the event in "chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories, clean the external surface". Olympus will continue to monitor field performance for this device.